Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. The asymptomatic patient was brought into the clinic and a device download was performed successfully. Device remains implanted.